Manufacturer narrative:
The tip cover accessory was returned and evaluated. Failure analysis found that there was thermal damage. The tip was found to be torn at the clear portion. Additionally, there was thermal damage at the grey colored portion. The thermal damage caused a hole in the grey colored portion of the tip cover. The evidence was inconclusive but the damage was likely due to mishandling/misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. This complaint is being reported due to the following conclusion: the thermal damage of the tip cover accessory found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur. The clinical risk evaluation performed on the health hazard assessment for the monopolar curved scissors states: in a fragment-causing failure (such as a cable failure, a crimp separating from a cable etc.) For the mcs instrument the tip cover accessory will hold such fragments inside the tip cover, preventing loss into the patient during the removal of the instrument. Because the tip cover acts as a barrier, these failures, which might be reportable in other instruments, are not reportable events for the mcs instrument.

Event description:
It was reported that during a da vinci benign hysterectomy surgical procedure, it was noted that the black casing was fractured at the distal end of the monopolar curved scissors instrument (mcs). There was no customer reported complaint against the tip cover accessory that was used on the mcs instrument. On (B)(4) 2014, intuitive surgical inc. (Isi) contacted the initial reporter of this complaint and it was indicated that no arcing event occurred nor instrument collisions occurred during the procedure. It was indicated that a tip cover accessory was properly installed onto the instrument. The planned surgical procedure was completed. The patient has not returned to the hospital due to experiencing any post- surgical complications. There was no adverse event, harm or injury to the patient.